Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that has had issues with bent cannulas and no delivery alarms for the past 2 months and her blood glucose level went up to 400 mg/dl. Customer stated she may have some scar tissue and agreed to try a different infusion set type. The no delivery alarm was resolved by an infusion set change. Customer would be sent infusion set samples to try.